Event description:
The device was used during a laparoscopic tubal ligation procedure. Reportedly, the product produced shavings into the patient's cavity. The surgeon was able to remove all the shavings and complete the procedure. The hospital has reported no patient injury occurred.